Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with insulation and coil damage, at 6.5 cm from the terminal pin and tool marks on both sides of the insulation at 17 cm from the terminal pin. This damage was most likely explant induced procedure damage. An over tightened suture sleeve likely contributed to a circular insulation depression, at 20 cm from the terminal pin; coils were also slightly parted at this site. Testing was then completed to assess the leads electrical performance. Measurements throughout these tests were within normal limits, confirming no internal conductor coil damage. Laboratory testing was unable to reproduce the reported clinical observations and confirmed no product conductor fractures.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine six month post implant follow-up, the right atrial (ra) and right ventricular (rv) leads were reported fractured. Both leads have since been explanted and replaced and are expected to be returned for laboratory analysis. No resulting adverse patient effects have been reported.